Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced post-operative bleeding after undergoing a surgical procedure in which vascu-guard was used. The original procedure was a right common femoral endarterectomy with bovine patch (vascu-guard) and angioplasty. On an unreported date approximately one week after being discharged from the hospital, the patient experienced post-operative bleeding (amount unspecified). Subsequently, the patient required additional care and treatment which took place at a different hospital (no further detail was provided). It was not reported if the patient was admitted to the hospital for the additional care and treatment. No further information was provided regarding the patient's outcome from the event. No additional information is available.